Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. The customer was hospitalized on (B)(6) 2016. Customer's blood glucose level was 300 mg/dl at the time of the emergency room visit. The customer had a combination of the stomach virus and a high blood glucose level. Customer's current blood glucose level was 483 mg/dl. The customer was given insulin, some type of stomach medication, and fluids. He was wearing the insulin pump at the time of emergency room visit. The device was not returned.